Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad tip clamp and lld contact spring in the reported problem area of the pipette assembly. The lld contact spring, tip clamp, and three tip retaining clips were replaced. The instrument was inspected, tested without further problem, and returned to service.